Manufacturer narrative:
The device was not returned to olympus for evaluation to date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer (fse) reported to olympus on behalf of the customer, the 4k camera head displayed an e221 communication error and color bars during a therapeutic laparoscopic procedure. The procedure was completed using the same device by restarting the system and reconnecting the camera head. There were no reports of patient harm associated with this event. There was no procedure or patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Images were not displayed due to error 221. In addition, the following non-reportable malfunctions were found during the device evaluation: water leakage from cable, a cut on the cable, switch deformed, faded labels and rust was noted on the coupler. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.